Manufacturer narrative:
One dragonfly optis kit box imaging catheter was returned for analysis. The results of the investigation were inconclusive due to the condition of the returned device. There was dried contrast inside the catheter lumen which was unable to be purged. The catheter was submerged in an ultrasonic water bath to remove the dried contrast; however, the dried contrast was still unable to be removed and purged, which prevented functional testing. Dimensional inspection revealed the purge hole diameter met specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported event remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Bubbles were observed when the catheter was withdrawn from the patient during the procedure. The device was exchanged and the procedure was completed with no adverse patient consequences.